Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noise. The lead presented a dislodgement, which was confirmed through x-rays. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was retained by the hospital.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise. The lead presented a dislodgement, which was confirmed through x-rays. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Based on the instructions for use for this product, micro dislodgement behavior is a known inherent risk of the use of this lead, contraindicated use, based on the field report.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing noise. The lead presented a dislodgement, which was confirmed through x-rays. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be return.